Event description:
A facility reported that a lot of foam was observed in the venous chamber and venous line about 6 inches from the patient during a hemodialysis treatment. There was reportedly no alarm. It did not appear that the patient received any foam. Treatment was continued on another machine. There was no serious injury or illness.